Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the packaging insert associated with the device, loosening is listed as a known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: femur cemented posterior stabilized (ps) standard right size 10, item number: 42500606802, lot number: 63066208; item name: articular surface fixed bearing posterior stabilized (ps) right 11 mm height, item number: 42521400811, lot number: 63029251; item name: all poly patella cemented 38 mm diameter, item number: 42540000038, lot number: 62984022.

Event description:
It was reported the patient was revised for severe pain and tibial loosening.